Event description:
Customer was giving himself his morning shot. He took a fresh needle out of the box, put it on his flex pen and gave himself the injection. Customer normally alternates right to left of navel. After the injection, he pulled back on the pen and did not see the needle. He circled the area with a ball pen and went to the doctors. The doctor took four x-rays and removed the needle from skin. The doctor retained the needle fro her file.